Event description:
The patient had surgery (B)(6) 2013. Their explanted products have not been returned for analysis. Neurology will not release any further patient details about the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.

Event description:
It was reported that a patient was being scheduled for surgery for high impedance. It is unknown at this time any further details about the reported event. Good faith attempts are underway.